Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2. Reference MFR. Report#: 1627487-2017-07497. The patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported the patient was experiencing right foot pain. X-rays showed one of the two leads had migrated. The patient underwent surgical intervention on (B)(6) 2017 where the one of the leads was repositioned.

Event description:
Device #1 of 2. Reference MFR. Report#: 1627487-2017-07497. Follow up information identified the patient is receiving effective stimulation and only one lead is being used to provide coverage of the patient's pain. No further surgical intervention is planned.

Event description:
Device #1 of 2. Reference MFR. Report#: 1627487-2017-07497. Follow up information identified no lead revision was undertaken. One lead is being used for programming and is providing effective stimulation and coverage of the pain in her one foot. Surgical intervention is not planned on the second lead.